Event description:
It was reported that after pre-dilating the lesion, a 2.5x28 xience v rx stent delivery system (sds) was advanced against slight resistance and the stent was deployed with difficulty in the heavily calcified, 95% stenosed, de novo lesion in the mildly tortuous, mid left anterior descending (lad) coronary artery, resulting in a vessel dissection. The sds was withdrawn from the anatomy without resistance and another 2.5x28 xience v sds was advanced against slight resistance and the stent was deployed to treat the dissection, however, deployment was difficult and exacerbated the existing dissection. The sds was withdrawn from the anatomy without resistance and a non-abbott sds was advanced and deployed, successfully covering the dissection. Routine post-dilatation was performed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No device or other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The 2.5x28 xience v device mentioned is being reported under a separate medwatch number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access of removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery systems can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.